Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that the keypad is worn over the buttons. All keypad buttons spring back when pressed. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have required multiple presses to obtain a response for the past 2 to 3 months. She noted that the keypad is worn over the buttons. The family member stated that the arrow keypad button feels flat and does not spring back, but the down arrow and ok keypad buttons still spring back when pressed. She denied exposing the pump to water and cleaning products, and stated that the pt wears the pump in his pants pocket.